Event description:
It was reported by service report that the fowler rivets had been broken off. There was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
When the service tech arrived to assess the device, the user facility advised that the stretcher had already been repaired by hosp maintenance. Unable to determine number of rivets broken or severity of risk.